Event description:
A customer from the us alleged a discrepant result while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. During a review of the data, additional potential false positives were identified. Accordingly, a total of 19 mdrs will be filed, one per questioned result. According to the customer, the original alleged patient sample generated a positive result for sars-cov-2 and flu a. Due to a lack of clinical symptoms, the sample was repeated on a different platform which yielded a negative result for all targets. A new sample was then collected which likewise generated a negative result. The initial positive result was released but later replaced by the negative results. No harm was alleged. During a review of the data, an additional 18 samples were identified that may have generated false positive results. The return of the instrument has been requested to further evaluate the customer issue. An investigation has been initiated and is currently ongoing.

Manufacturer narrative:
The investigation is ongoing and a follow-up report will be filed upon the completion of the investigation. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qjr). The product catalog number for the test is 09211101190 and the UDI is (B)(4). (B)(4)

Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update has been launched to better identify the thermal sensor errors. A new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves has been launched. Consignees have been notified. (B)(4)